Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. After battery installation, unit was received with critical pump error (open book). No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book). Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 4.0 received the lowbatteryalert (104) on 12/16/2025 14:13:00 after more than 7 days at 16.02 days. Battery cycle 3.0 received the lowbatteryalert (104) on 11/30/2025 01:36:00 faster than expected at 6.67 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection, moisture damage was found on electronic assembly, including pcb1. Unit was also received with: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of battery cap damage were unknown when unit was not received with original battery cap. Allegations of blank display were not confirmed when unit instead powered on with critical pump error (open book). However, allegations of moisture damage were confirmed when moisture damage was found on electronic assembly. Additionally, allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted. The baat tool also confirmed the customer experienced an unexpected power loss of less than 7 days per the pump history records. Overall, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack on battery tube side of pump, pump exposed to moisture, battery cap damaged and home screen did not appear on the display. The customer reported no adverse event. The event involved product mmt- 1884. Troubleshooting was performed and damage affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt- 1884 will be returned for analysis.